Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a boil under the back left therapy electrode pad. Patient reported the boil was infected with (B)(6). The patient's physician drained the boil and prescribed antibiotics. Follow-up indicated that the boil had healed.